Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 5 years post op the initial tsa, this female patient was brought back for left knee pain. The poly insert was removed with significant wear. Both implant were found to be well fixed. A new exactech size 2 15mm insert was implanted.

Manufacturer narrative:
(H3) the revision reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components, which led to prosthesis wear and pain. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed because the tibial insert was not returned for evaluation and images of the explanted device were unable to be obtained. The following sections have corrected information: (h6) component code: 734, bearings.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components, which led to prosthesis wear and pain. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed because the tibial insert was not returned for evaluation and images of the explanted device were unable to be obtained. The product associated with the reported event is within the scope of recall z-0019-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected information: b1, b2, h6 clinical code. Updated information: d10, g contact name, facility name/address, g2, g3. D10: (B)(6) - 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(6) - 200-02-32 - three peg patella 32mm. (B)(6) - 201-78-82 - collar fixation pin 2pk 40mm, quick release (B)(6) - 201-78-88 - 4" drill bit, mod. Hex 2-pk. (B)(6) - 234-02-02 - optetrak asy, ps cemented femoral, sz 2.